Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned winn guide wire noted blood on the black polymer coating and no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the tip was separated, 27.3 cm distal to the proximal end of the black polymer coating. The separated portion was not returned. The black polymer coating material at the separation was jagged. There were multiple kinks in the core proximal to the separation which is consistent with product handling during the procedure as no damage was reported during inspection prior to use. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload. The coil failure features were masked by rubbing and products on the surface. However, the rounded appearance and slight necking suggest either mechanical damage and/or a ductile overload mechanism may have influenced the coil failure. The guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. No damage to the guide wire tip was reported prior to use, which could indicate that the damage was likely not pre-existing. Reportedly, the separated portion was trapped in the stent struts and a second xpert stent was placed to crush the guide wire against the vessel wall. Per instructions for use (IFU), do not: 1. Push, auger, withdraw, or torque a guide wire that meets resistance. 2. Torque a guide wire if the tip becomes entrapped within the vasculature. 3. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported guide wire tip separation, entrapment of the separated portion in the stent struts, and additional therapy/non-surgical treatment of device embedded in vessel wall appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs visual inspection of the guide wire tips after it is loaded into the dispenser. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that during a revascularization procedure of a below the knee vessel, a winn guide wire was placed and the xpert stent was deployed; however, the proximal part of the guide wire broke and separated into two pieces; one piece remained stuck in the stent struts. A second xpert stent was placed to crush the separated piece of guide wire against the vessel wall. There was no reported adverse patient sequela. There was no additional information provided.